Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she went to the river and got the insulin pump wet and now the buttons are not responding and it alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.